Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject guidewire ptfe coating was coming off on the gloves when backloaded into introducer sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject guidewire ptfe coating was coming off on the gloves when backloaded into introducer sheath. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at the proximal end. The guidewire was returned with the introducer attached. The guidewire ptfe coating was noted to be peeling in multiple areas from the proximal end. The core wire distal end was observed through the distal tip dome. Ptfe coating peeling was noted in the introducer. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection: a functional inspection was not required as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the introducer and torque device were used with the guidewire, and the guidewire was backloaded into the introducer during the insertion process. The guidewire was returned for analysis together with the introducer. Peeled ptfe was noted within the introducer. The guidewire ptfe coating was noted to be peeling in multiple areas from the proximal end. The guidewire was also found to be kinked/bent from the proximal end. Based on the analysis and information provided in the event details, the ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed - guidewire ptfe coating peeling¿ as well as the as analyzed - guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.